Event description:
A non-health care professional reported that one end of the plate's antimigration cap "lifted or came loose" and a screw partially backed out. The device has not been explanted but the patient reportedly has dysphagia and is complaining of a "raw feeling and restriction of the throat."